Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The pt presented with evidence of myocardial ischemia. The 95% stenosed lesion was located in the mid left anterior descending artery. After the guide wire crossed the lesion, a quantum maverick 2.50x8mm was attempted to cross and failed. A non bsc balloon was inserted and inflated to 16 atmospheres for 24 seconds and 22 atmospheres for 26 seconds. The physician then attempted to cross the lesion again with the same 2.5x8mm quantum maverick without success. A maverick 2.0x12mm was inserted and inflated for 22 seconds at 16 atmospheres and 9 seconds at 16 atmospheres. A quantum maverick 2.75x12mm was inserted and on the first inflation, the balloon was inflated for 5 seconds at 10 atmospheres. The balloon got stuck and ruptured. Then a maverick 1.5x15mm was inserted and inflated for 7 seconds at 1 atmosphere and removed. CT surgery was called. They attempted to use a 4f snare but were unable to advance thru the catheter. A 3.0x12mm quantum balloon was inflated for 9 seconds at 8 atmospheres and was unsuccessful in removing the balloon. Next, they used a 2.5x20mm maverick balloon and inflated for 10 seconds at 6 atmospheres and 9 seconds at 10 atmospheres. This balloon became stuck and was unable to be retrieved. A non bsc wire was inserted but not able to cross the lesion. A 2.5x20mm maverick balloon crossed over another non bsc wire and was inflated for 36 seconds at 10 atmospheres. Eventually, both balloons were removed. Patient status is listed as "fine." The patient was placed on aspirin indefinitely and plavix for 1 month.